Manufacturer narrative:
A field service engineer (fse) was dispatched. During the visit, they replaced the sample nozzle, checked alignements, and explained the sample height sensing for sample cup and tubes. There was no further action required. The most probable cause of the reported event was related to the sample nozzle and sensing height. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.

Event description:
On (B)(6) 2017, a customer reported after running pediatric cups on the top sample tubes in the carousel on the a1a360, they found that the sample needles were bent. They reported that they did not have any spare sample needles. A field service engineer (fse) was dispatched. The reported issue with their aia-360 instrument has the potential for delay in reporting patient result. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.